Event description:
Additional information received which indicated system performance data was returned and analyzed. Analysis showed the ipg was not communicating with external devices.

Manufacturer narrative:
Analysis of the implant log date shows that the system was in service app but the issue was resolved through troubleshooting.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received an error message and ipg was unable to communicate with the external device. Manufacturer¿s representative was able to troubleshoot and recover the ipg. Manufacturer¿s representative was able to communicate with the patient¿s ipg resolving the issue.